Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary (B) (4): proximal segment, 14.5 centimeters, of the lead was returned. Primary analysis finding: outer insulation esc at generator end. Visual analysis revealed blood/body fluid on proximal conductor (not obstructed). Inner and outer insulation cosmetics esc at generator and outer insulation cosmetic depression at connector.

Event description:
It was reported approximately two years and two months post implant oversensing post hv shock was observed. A call was made to technical services, and the following was suggested and completed during the consequential revision procedure: lead clipped with remaining segment capped and replaced due to insulation damage that left conductor exposed and to avoid transmission of hv engery to the replacement lead. No patient complications were reported as a result of this event.